Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller. The consultant recommended monitoring the measurements via remote monitoring. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the lead safety switch (lss) had been triggered for this system due to a pacing impedance measurement greater than 2000 ohms on the right ventricular (rv) channel. An x-ray confirmed the lead was in a normal position. The lead was reprogrammed back to bipolar configuration. The patient also stated some shoulder soreness. No adverse patient effects were reported.